Event description:
No new information.

Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from (B)(6), 2015 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for "throughout intraoperative workflow: system elements disassemble unintentionally during use" is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
Where the attachment hooks into the mics the inner part began to become unscrewed pushing the saw attachment away from the mics and eventually disengaging. This caused over resection on the posterior chamfer cut until it stopped working. Case type / application: tka 2.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.